Event description:
It was reported that the user experienced intermittent low blood glucose while using the ilet system and also reported separate infusion set issues that led to high glucose events, for which education was provided on algorithm expectations and infusion set management. Symptoms included hypoglycemia with a documented nadir of 50 mg/dl, with duration under one hour and no immediate health effects. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding pump algorithm behavior and infusion set best practices. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with contributory factors not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.